Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked case reservoir tube window corner and cracked battery tube threads. The insulin pump was unable to perform the basic occlusion and occlusion test due to completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted during testing.

Event description:
The customer reported via phone call that the reservoir connector was broken. The customer's blood glucose was 360 mg/dl at the time of incident. The insulin pump will be returned for analysis.